Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed and no anomalies were found. (B)(4) the lead was returned in partial segments and no anomalies were found. The defibrillation conductor was distorted. The distal conductor had blood/body fluid (not obstructed). The inner tubing is kinked/buckled. The outer tubing overlay has cosmetic environmental stress cracking. The outer insulation has a cosmetic cut. The exposed defibrillation coil contains a white substance. There is blood in/on the helix mechanism.

Event description:
It was reported that the patient had a (B)(4) infection. The device was explanted and later replaced; the right ventricular lead and right atrial lead were explanted and later replaced. No further patient complications have been reported as a result of this event.